Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/6/2009 that a customer had an issue with a scd foot cuff. Customer states that bruising was observed on the operative limb of a total knee replacement patient.